Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump low battery. The customer's blood glucose 239 mg/dl at the time of incident. During troubleshoot the anomaly occurred a second time. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. Pump trace download analysis confirmed the pump alarmed power error 25 alarms and replace battery now alarms. The power management tool confirmed power error 25 and replace battery now alarms were triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with corroded battery tube.